Event description:
Patient was initiated on dialysis. Approximately 15 minutes later, the cht [certified hemodialysis technician] reversed the patient's dialysis lines to troubleshoot frequent pressure alarms. The patient's line was assessed and was running well after reversing the lines. At approximately 1 hour later, the patient's venous line became disconnected from the catheter. The disconnect was noticed about one minute later as the patient started to breathe heavily. Approximately 500-700ml of blood were lost. The blood pump was immediately stopped. The patient was checked and there was no pulse. Emergency response was initiated, and CPR [cardiopulmonary resuscitation] was started. Patient was transferred to the ed [emergency department] where the patient passed away. According to reports and our supply chain department, b.braun's streamline airless system sets with the mfg. Numbers of sl-2010m2096, and sl-2010m2096a are the same tubing, made in different countries, and are of differing quality. Tubing seems to easily disconnect by itself, per reports.